Event description:
It was reported that ongoing intermittent occlusion alarms occurred, causing a blood glucose reading to display as "high." The exact value was unknown, but the level exceeded 500 mg/dl. The customer administered a correction injection without third-party assistance. Technical support provided instructions to disconnect from the site, use a new cartridge, and deliver a bolus, which was completed successfully. Technical support arranged a one-time replacement of the pump with updated software, confirmed shipping details, and instructed the caller on returning the problematic pump. The customer agreed to continue using the current pump as backup therapy until the replacement arrives.